Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using a single use distal cover with an evis exera iii duodenovideoscope, the patient got some trauma to her throat. The physician who performed the procedure felt this occurred due to the patient not being sufficiently sedated to pass the scope, once more sedated, the scope passed easily. An internal investigation was performed by the quality people at the facility, and it was determined the patient was not adequately sedated and fighting the scope. Once deeper sedation was acheived, the patient was fine and the procedure continued without further issue. No additional consequences to the patient were reported. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) report the tjf-q190v used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the event is likely due to the patient was not sufficiently sedated and the scope could not be intubated smoothly. It is also likely that the tissue was injured by repeatedly pushing and pulling the scope inside the patient's body during intubation process. Additionally, it is possible the tip cover was cracked prior to the start of the procedure resulting in the pre-use inspection being performed without confirming the tip cover is properly attached during the pre-use inspection. Or upon removing the endoscope with suction operative active mucous membrane entered at the edge of the tip cover (around the u-shaped slit) resulting in a piece of mucosa remains in the tip cover. The event can be detected/prevented by following the instructions for use (IFU) which state: by handling device in accordance with the following statement of IFU (operation manual), foreign material in the biopsy channel can be detected prior to use and the suggested event can be prevented: ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. Inspection of the biopsy valve: confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage.¿ when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.¿ olympus will continue to monitor field performance for this device.